Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that adhesive on the sides of infusion set and the reservoirs were not working fine, and adhesive piece was peeling off. Customer stated last night he was giving bolus for dinner but noticed that his number will not go down, it was getting into 400 mg/dl, he gave insulin again but still nothing seemed to be delivered he unhooked the infusion set but there was hardly any insulin dripping at all also he did not received an sort of errors on the insulin pump, but got a blood glucose as high as 598 mg/dl. Customer stated this happened last night and was already treated with manual shots. Customer stated already a past event and was just reporting tape not sticking. No information about automode was given. The insulin pump will not be returned for analysis.